Event description:
Thrombus formation was noted at the distal tip of the subject device as it was being advanced through the internal carotid artery. Reopro was given to successfully resolve the thrombus. The procedure was aborted. There were no reported clinical consequences to the patient. The physician is uncertain if the event related to the patient condition or to the device.

Event description:
Thrombus formation was noted at the distal tip of the subject device as it was being advanced through the internal carotid artery. Reopro was given to successfully resolve the thrombus. The procedure was aborted. There were no reported clinical consequences to the patient. The physician is uncertain if the event related to the patient condition or to the device.

Manufacturer narrative:
Anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.